Event description:
It was reported that the patient's ipg was inoperable. Programmer displayed various error messages: "ipg not found", "communication cannot be initiated" and "warning diag error 1208 system disabled call sjm". Troubleshooting was not successful. Surgical intervention was undertaken on 8jan2024 in which the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
B3 - date of event - date estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.